Manufacturer narrative:
Pt's age and gender was requested, but to date, info has not been provided. It was reported that the device will not be returned for investigation, as it was disposed of by the hospital. A follow-up report will be provided once the device lot history review is completed. Two additional devices were used in the same procedure and were filed under MDR 2032380-2011-00024, and 2032380-2010-00025. (B)(4).

Event description:
On (B)(6) 2011, a clinical incident was reported to arthrocare involving three opus magnum2 implants. Allegedly on all devices, the snare broke as the suture was being reeled into the implant. On (B)(6) 2011, it was reported that the customer underwent a procedure to reattach the pectoralis major to the humeral head. Due to the snare breakage, the procedure was extended by approximately 25 to 30 minutes. The procedure was completed with no adverse reactions to the pt and no pt injury. Additionally, on (B)(6) 2011, it was reported that procedure took place on (B)(6) 2011. Procedure was originally a full open procedure and no additional incisions were required as a result of the alleged snare breakage. The pt was reported as recovering well.